Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the CT system speakers were not working. A philips field service engineer reported the operator was not able to hear the patient at all times. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on 11-feb-2018 that the operator was unable to hear the patient in the scan room because the microphones were not working. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient involvement and no harm as a result of this event. The philips field service engineer (fse) arrived at the customer site on 13-feb-2018 and evaluated the CT system. The fse confirmed the customer's allegation that the operator was not able to hear sound from the scanner at all times. The fse found that the audio cable going to the rear cone microphone was disconnected due to a loose pin inside the connector. The fse adjusted the pin lock inside the cable connector and then reconnected the audio cable to the rear cone microphone to correct and resolve the issue; no parts were replaced. The system is operational and in clinical use. This event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.